Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site (date not reported). Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 01, 2024.